Event description:
It was reported that a 2-level (l3-l4 and l5-s1) functional discogram was performed. Catheters were placed at both levels and verified under fluoroscopy using ap and lateral imaging. Upon removing the needles for the l5-s1 disc level, the catheter inadvertently came out of the disc while the needles were being removed. The catheter and needles were removed from the patient. The needles were again placed in the l5-s1 disc. Both balloons were verified to be inflated and secured within the nucleus of each disc. Both catheters were secured to the pt's skin. To the patient's skin. The patient was transported to pacu for functional and anaesthetic evaluation. Level l3-l4 was injected with 4% lidocaine and evaluated. The l3-l4 balloon was deflated and successfully removed from the patient. The catheter was fully intact. Level l5-s1 was injected with lidocaine and evaluated. Deflation of the balloon was attempted and contrast was pulled into the plunger of the recoiled syringe. Approximately 0.05 to 0.1 cc was drawn and then the catheter was removed. Upon removal and inspection, there was an identifiable portion of the balloon and balloon proximal leg that were missing. The procedure was completed successfully. No patient complications were reported. The patient had a CT post-procedure. No other information was provided.

Manufacturer narrative:
Method - follow-up conversation with company representative reporting the event. Conclusions: the precise failure mechanism is unk. Most of the balloon and balloon proximal leg were missing. It was found that there was a tear in the proximal leg of the balloon leaving the portion of the proximal leg where the thermal bond is located.